Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient only had to charge every couple of weeks and now charges every 5 days. The patient stated that this had been going on for a month or two. No symptoms were reported.